Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level approx 500 mg/dl. The customer declined troubleshooting for high blood glucose value. Customer was stuck at time and date set. The insulin pump had battery out limit and also numerus low reservoir alert in history. Customer stated the insulin pump alarmed during normal use. Customer reported they were able to clear the alarm. Customer stated they did not receive a request to rewind pump. The insulin pump will be returned for analysis.